Manufacturer narrative:
As no further information concerning this report is expected. Our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, that an alert was generated, due to atrial arrhythmia burden (abb) of at least 6.0 hours in a 24-hour period. Atrial undersensing was noted, on atrial tachycardia response (atr) electrograms. The information was provided to the clinic. No adverse patient effects were reported.